Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead could not be screwed into the myocardium after repeated attempts. The lead was removed and not used. No patient complications have been reported as a result of this event.